Manufacturer narrative:
Follow-up report will be filed if additional information becomes available. (B)(4).

Event description:
It was reported that when removing the device from the patient, the orange inner lumen separated but stayed on the wire. The user reported it had to be caught or it would remain in the patient.